Event description:
Customer was admitted to the hospital for high bgs, was disconnected from the pump and reconnected when the bgs stabilized. When reconnected the bgs rose again. Troubleshooting was performed. It was discovered that the customer received an alarm. Cleared the alarm but failed to reprogram the basal rates afterwards.